Manufacturer narrative:
It has been determined that complaint file (B)(6) with a manufacturing report number of 3012307300-2023-00986 was entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed while the cassette was connected and the patient was sleeping. It is unknown what alert was displayed on the screen. The cassette was adjusted and tubing was checked and the treatment was able to be continued without interruption. Unknown if the event was due to the cassette or tubing issue. No further information available. The product issue did not cause or contribute to patient or clinical injury.